Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one endo gia* 45mm articulating medium/thick reload. Visual inspection of the returned product noted that the reload was fully fired. Functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a metastasectomy, the jaws of the device lock on tissue in the lobe. Purple staple refused to open after withdrawing and on engaging green button and retiring it did that 3 times when it is not supposed to re-fire. At the end it reopened. There was no patient injury.